Event description:
It was reported that following a recent procedure, the patient experienced an arrhythmia accompanied by syncope. The patient had previously reported discomfort related to muscle stimulation after pacemaker implantation, which was addressed with programming adjustments. Additionally, a fracture of the right atrial (ra) lead was suspected. No intervention was performed to address the fracture, and the patient¿s status was unknown.